Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the scratches across the screen and the buttons were increasingly difficult to push. It was reported that every now and then there will be a missed delivery and the pump failed a couple years ago for a mechanical error. The insulin pump will not be returned for analysis.